Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 10-dec-2024 investigation summary bd received one (1) sample and three (3) photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The customer sample was evaluated by visual examination and the issue of foreign matter (grease) was observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a definitive manufacturing root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® blood transfer device holder there was brown liquid foreign matter on one device. There were no health consequences or impacts reported.

Event description:
It was reported before using the bd vacutainer® blood transfer device holder there was brown liquid foreign matter on one device. There were no health consequences or impacts reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. Investigation summary: photos of 1 customer returned sample were submitted for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a definitive manufacturing root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.